Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted guide wire is confirmed and appears to be related to the use of the device. One guide wire, guide wire hoop, dilator, and sticker label were returned for investigation. The sticker label contained lot information lot: recv0937. The distal end of the guidewire was returned passing through the dilator. A knot was present near the distal weld tip of the guide wire. The proximal end of the guidewire was within the hoop. The dilator was observed to be curled. Microscopic observation of the knotted guide wire segment revealed the coils to be expended. Material deformation was present at the distal tip of the dilator. This is indicative of the guide wire being retracted against resistance after the formation of the knot. The guide wire was likely knotted due to repeated advancement and retraction against resistance. The outer diameter of the guidewire floppy tip was measured and was found to be within specification. A lot history review (lhr) of recv0937 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the guidewire insertion procedure, the guide wire was knotted. Another kit was opened and the guidewire in it was used to complete the procedure. There was no reported patient injury.